Event description:
The technician reported that while performing preventative maintenance on the stretcher he found that all brake casters swivel while in brake mode. The technician found the stretcher in the ER hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake caster swivel mechanisms are worn. Per the hill-rom service manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. A search of hill-rom maintenance records did show that preventative maintenance has been performed annually. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.